Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. When back flow was drawn during insertion of the farawave, air continued to be drawn. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.